Event description:
It was reported that the user experienced a low glucose event after a day of elevated glucose, while the insulin pump was in its learning phase; the user was educated that the system would continue adapting to insulin needs without driving glucose too low and no further assistance was required. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of available system reports and user coaching on pump adaptation and use. Investigation of this case revealed no device malfunction and an unclear precipitating cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.